Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. Upon evaluation, the right ventricular (rv) lead was revealed with multiple instances of rv lead noise and "high ventricular rates" recorded by the device which were also noise episodes. The lead was capped and replaced on (B)(6) 2021. The patient was stable.